Event description:
It was reported the patient underwent a successful leadless pacemaker (lp) implant. An hour later, the patient had gone asystolic, and an electrocardiogram showed apparent loss of capture. Magnet application caused pacing to resume. Upon interrogation, the capture threshold had risen, but it was suspected the lp was oversensing causing pacing inhibition. Reprogramming was completed, and a chest x-ray was completed to reveal microdislodgement potentially occurred but remained attached to the myocardium. The lp continued to be monitored, and upon reinterrogation a few days later, the threshold and impedance values decreased. Fluoroscopy determined the lp was stable and no further movement was detected, so it was decided the lp would remain implanted and continue to be monitored. The patient was stable.